Event description:
It was reported that the patient had a fall hitting his head on (B)(6) 2019. A computed tomography was performed which found a traumatic subdural hematoma with a midline shift. The patient quickly declined and never recovered neurologically.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. Bleeding, stroke, and neurological dysfunction are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency department due to multiple mechanical falls at home related to his deconditioning from his underlying hear failure. CT image was done on same day and showed bleeding over left frontal, temporal, and occipital lobes. Patient went to operating room for a burr hole procedure for the frontal lobe and later to interventional radiology for embolization of active bleed. Patient's international normalized ratio (inr) on admission was 3.6 and he received kcentra. Patient also suffered a midline shift, which left him neurologically disabled. Patient was not following commands or responding to pain. Supportive cares provided per family wishes. Patient received a tracheostomy and percutaneous endoscopic gastrostomy(peg). Patient remains inpatient and will likely discharge to a long-term acute care facility. No further information was provided.